Manufacturer narrative:
H6: b18, the device was discarded at the treating facility and was therefore not available for analysis. H6: c19, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met specifications and procedures. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. A 22fr sheath was inserted from the right common femoral artery into the patient. Reportedly the sheath insertion was difficult due to vessel calcification at the iliac artery bifurcation. It was also reported that the access vessel was narrow. The physician decided to change into a retroperitoneal approach and the sheath was removed. An access angiography confirmed a vessel damage and a localized dissection in the right external iliac artery. A stent graft was implanted from the right common iliac artery to the external iliac artery to treat the vessel damage. The right internal iliac artery was intentionally covered by the stent graft. For a treatment of the localized dissection, fem-fem bypass is planned. The peritoneum was incised and the sheath was inserted from the abdominal aorta to proceed the procedure. Stent grafts placement was completed without any further issues and the patient tolerated the procedure.